Manufacturer narrative:
Date of event is estimated. UDI is unknown. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy with their cervical system. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the physician opted not to explant the cervical paddle lead and instead disconnected the lead from the ipg. Thereafter, two new perc leads were implanted at levels c3. Reportedly, effective therapy was established post-op.